Event description:
The customer reported via phone call that the insulin pump was destroyed after the insulin pump had fallen out of the customer's pocket while he rode his motorcycle. He stated that the insulin pump was shattered in the process. The customer's blood glucose was 115 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received a cracked and bleeding liquid crystal display glass. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot, broken off end cap, missing vibrator, and broken case.